Manufacturer narrative:
The associated visionaire adaptive guide kit was not returned for evaluation. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. Our investigation including an engineering evaluation by our visionaire team noted that there were some error in segmentation on the tibia plateaus. These errors could have caused the tibia block to not fit properly resulting in the slope issue described in the complaint. The alignment engineer along with the segmenter have taken steps to ensure that all surgeon preferences are met going forward. At this time we feel these actions will prevent recurrence of this failure. Our clinical evaluation noted that due to the surgeon aborting the visionaire tibial cutting plan and resorting to standardized/mechanical instrumentation the patient impact may have been minimized to the 0-30 minute surgical extension; however, neither clinical documentation nor current patient status was provided therefore the impact could not be definitively concluded. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that during surgery too much slope was cut into the tibia. It was noticed it with the drop rod and bailed to standard instruments on the tibia. The procedure was delayed for less than 30 minutes.